Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was de-cased. A visual inspection was performed on the pcba (printed circuit board assembly) and damage was observed. Corrosion was observed on the pcba. The returned battery was measured and all results were within specification. Battery did not needed to be unsoldered .sensor was placed into the pcba test fixture to perform smu (source measurement unit) testing. Unable to perform smu test due to sensor damage. Sensor did not communicate and known good battery was soldered. Re-attempt to scan the sensor. Sensor didn't communicate with evm (evaluation module) after de-casing. An extended investigation has been performed. Sensor was visually inspected and no issues were observed. Attempted to extract data from returned sensor. Sensor did not read. The returned sensor was de-cased and battery was de-soldered. A visual inspection was performed on the pcba (printed circuit board assembly). Damage was observed on the molex connector due to de-casing. Unable to re-soldered/repaired due to the solder pads coming away from the pcba. Unable to perform smu (source measurement unit) testing without the molex connector connected. Issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on competitor meter. The customer experienced hypoglycemia symptom with a loss of consciousness and was unable to self-treat and required third party administration of sugar and coca cola. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on competitor meter. The customer experienced hypoglycemia symptom with a loss of consciousness and was unable to self-treat and required third party administration of sugar and coca cola. No further treatment was reported. There was no report of death or permanent impairment associated with this event.